Event description:
Information was received from a patient who was receiving an unknown drug via an implantable pump for non-malignant pain. It was reported that the patient had a magnetic resonance imaging last friday and now they were not able to connect to the pump and were getting "no pump found." They then stated that about 6 months after implant, the pump flipped and they were able to flip it back. They powered off the handset and the communicator, powered on the handset, and confirmed the wifi was currently off. They powered on the communicator but continued to get "no pump found." They saw the communicator battery level was at 91%. They stated they bolus if needed 1-2x per day but did not use it very often. The patient confirmed they had no falls or trauma. The communicator was not plugged into the ac power cord. They did not hear the pump alarming. The patient told their healthcare provider (hcp) about the flipped pump and they wondered if the communicator would connect if the pump was flipped; patient services reviewed that it would not be able to connect to the pump if it was flipped. The patient requested to have the communicator replaced and if the communicator did not resolve the issue they would see the hcp. They didn't think the pump was flipped as last time they felt when it flipped. The issue was not resolved through troubleshooting. An email was sent to the repair department.

Manufacturer narrative:
Concomitant medical products: product ID: tm90t0, serial# (B)(4), product type: accessory. If information is provided in the future, a supplemental report will be issued.